Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pump was replacement the day previous to the report date, and the sutureless connector was retained, with no change. On the day of this report, the patient presented to the emergency room (ER) with a return of spasticity. The patient was hospitalized and had a full catheter replacement. It was said the catheter had an occlusion. The pump was used to deliver lioresal at a daily dose of 400mcg.